Event description:
It was reported by service report that the siderail could not be latched due to a worn latching assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.